Event description:
It was reported that during a tonsillectomy procedure using the procise xp wand, sparking was noticed to be coming from the area where the metal meets the insulation and where the metal meets the spacer. The procedure was completed suing a back-up wand. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, gender, age and weight were not provided.